Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 432 mg/dl blood glucose (bg) confirmed by fingerstick. The user self-corrected with insulin shots and will reconnect with the device when back in range. The user was out of range for more than 90 minutes but did not require any further intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.